Event description:
A report was received that the patient underwent an ipg explant. The reason is unknown.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2218-70, serial: (B)(4), description: linear st lead, 70cm. Explanted devices will not be returned to bsn as they were discarded by medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional information was received that the patient requested to be explanted. No malfunction was suspected. The patient is reportedly doing well.

Event description:
A report was received that the patient underwent an ipg explant. The reason is unknown.